Event description:
Event became reportable based upon device analysis completed on 03/29/2008. It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a hub detachment occurred. The 100% stenotic lesion was located in the severely tortuous and calcified right iliac artery (ria). While the physician was positioning for stent deployment, the hub detached from the catheter. The device was exchanged for a different device and the procedure was completed. Following the procedure, the physician noted that the distal edge of the stent was "stuck inside the outersheath." No patient injuries or complications were reported. Patient status is listed as "good." Device analysis revealed stent damage, and that the struts had perforated the outer sheath.

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. A visual and microscopic examination found that the stent was fully mounted. The outer sheath was retracted from the tip by approximately 4mm. It was noted that some of the distal stent wires had perforated the outer sheath approximately 5mm proximal to the distal end. It was also noted that the t-bar connector had detached from the outer sheath. Examination of the t-bar connector noted that there was the presence of the fillet of glue around the edge of the connector and that there was evidence of glue inside the connector. Examination of the outer sheath also revealed that the sheath was severely kinked at 230mm, 435mm and 455mm proximal to its distal end. The shop floor paperwork has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly, and performance specifications. The most probable root cause is operational context due to the likelihood that anatomical/procedural factors encountered during the procedure limited the device performance.